Event description:
Cardiologist was placing an iab catheter through an introducer. The balloon started to unravel before it was through the introducer sheath and could not be advanced. The balloon was removed and a second balloon catheter was attempted to be placed. It also prematurely unraveled and was unable to be advanced. The sheath was exchanged and the balloon could still not be advanced. A third balloon catheter was opened and it also started to unravel but was able to be passed through the introducer and positioned correctly.